Event description:
The customer contacted spacelabs healthcare to request repair for an ariatele that failed to alarm. No patient or user harm was reported. Spacelabs healthcare technical support attempted to contact the customer for additional information regarding reported failure to alarm, however the customer has not responded to attempts to get additional information. The device has been received, however has not yet been evaluated. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer's device was returned to spacelabs healthcare for evaluation. The complaint condition was not verified. The ariatele was found to have a damaged case and broken battery connector. The broken parts were replaced, functional and performance testing was performed, and the device was returned to the customer for use.